Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra-operative of surgery the overheated handpiece gives the patient a second degree burn, two cases of the burn is at the lip. Other components included- gd672= serial #(B)(4)/ #lot / batch (B)(4)_production date=07/14/2015_product =microspeed uni motor cable f/foot ctrl. Gd672= serial #(B)(4)/ #lot / batch (B)(4)_production date=03/21/2012_expiration date=01/30/2050 _product =microspeed uni motor cable f/foot ctrl.